Manufacturer narrative:
Reported event: an event regarding instability, involving an unknown 32 +8 metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device remained implanted. Medical records received and evaluation: rejected for medical review: need revision operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as revision operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to instability. Examination notes point out discomfort in the lateral left hip, groin pain, a perceived limb length discrepancy (left leg shorter than right) which was ruled out in x-rays, guarded range of motion, lucencies around the acetabular component "consistent with a fibrous rather than osseous integration". Intra-operatively, corrosion was noted on the trunnion. A 32 +8 metal head and d poly liner were revised to a 22.2 +3 lfit v40 head and an mdm/adm liner construct. The 52mm shell does not appear to have been revised, and the accolade tmzf stem was retained.